Event description:
October 2004- pt experienced post op pain and swelling. Range of motion good. X-rays looked good. No sign of fracture. December 2004 - received notification that dr in explanting deviec in january. No further info at this time.